Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: stress problem and degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found missing thixotropic adhesive (ke45) at the forceps cover, which was likely due to degradation, and a pinhole in the lens cement, which was most likely due to a stress problem. There was no patient involvement.